Manufacturer narrative:
This serves as a correction report. Section(s) updated as follows: section d4 - model #. Section h6 - health effect - impact code. The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. A valid serial number has not been provided, therefore a DHR review is not possible. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and product, no trends were identified that would indicate any product related issues. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A no power issue was reported with the abbott diabetes care (adc) device. The customer was unable to obtain glucose readings due to the device "not charging." As a result, the customer experienced hypoglycemia, was not responsive, convulsed and lost consciousness. The customer was unable to self- treat, requiring the ambulance to be called. The customer was transported to the hospital where a laboratory result of 35 mg/dl was obtained. The healthcare professional (hcp) then administered oral glucose and gave the customer food for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader(B)(4) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. Reader powered on with button press. The user reported "quite fast out of power". Reader was observed to be charged normally and no issues observed with reader power. The issue could not be reproduced. Visually inspected the usb (universal serial bus)/charging cable and no issues were observed. No opens or shorts were observed. Usb/charging cable passed testing. Visual inspection was performed on the power adapter and no issues were observed. Load tester was used to test returned power adapter. The voltage was measured to be within the specification range. Power adapter passed testing. No malfunction or product deficiency was identified. Therefore, issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the products met specifications prior to release to distribution. Section d4 (serial number) was updated from (B)(4). All pertinent information available to abbott diabetes care has been submitted.

Event description:
A no power issue was reported with the abbott diabetes care (adc) device. The customer was unable to obtain glucose readings due to the device "not charging." As a result, the customer experienced hypoglycemia, was not responsive, convulsed and lost consciousness. The customer was unable to self- treat, requiring the ambulance to be called. The customer was transported to the hospital where a laboratory result of 35 mg/dl was obtained. The healthcare professional (hcp) then administered oral glucose and gave the customer food for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
A no power issue was reported with the abbott diabetes care (adc) device. The customer was unable to obtain glucose readings due to the device "not charging." As a result, the customer experienced hypoglycemia, was not responsive, convulsed and lost consciousness. The customer was unable to self- treat, requiring the ambulance to be called. The customer was transported to the hospital where a laboratory result of 35 mg/dl was obtained. The healthcare professional (hcp) then administered oral glucose and gave the customer food for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. A valid serial number has not been provided, therefore a DHR review is not possible. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and product, no trends were identified that would indicate any product related issues. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.